Event description:
As reported by the user facility: event #2: reports 2 valves leaked 5fu chemo medication with 2 different patients. Both valves were used with a cadd pump. The patients were sent home, and during the night, leakage occurred leading to chemo spills.

Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report #(B)(4). Two used caresite valves, without packaging, were received for evaluation. The valves were examined under magnification, and both valves exhibited a crack near the parting line on the female luer lock threads of the molded caresite valve body. The crack started from the top of the valve and extended down to the bottom of the luer threads. Without the involved lot number, a thorough investigation could not be performed. Although a definitive conclusion could not be made regarding the cause of the reported event, cracking of this nature can occur when the product is subjected to aggressive solvents, excessive mechanical stresses, or other various unforeseen circumstances during the clinical application. If additional pertinent information becomes available, a follow-up report will be filed.